Event description:
Pt alleges receiving breast implants in 1975 of an unk MFR. Pt also alleges her left implant began leaking in 1992. She developed a polyvalent allergic diathesis (including food) with succeeding disposition for infections due to immunity deficiency; therefore, pt had removal in 1993. Physicain's letter states pt has sign of immune deficiency, likey chronic fatigue syndrome.